Manufacturer narrative:
Citation: ishizu et al. Durability of balloon-expandable and self-expandable transcatheter aortic valves in patients with a large ao rtic annulus. Cardiovasc revasc med. 2025 dec 11:s1553-8389(25)00612-8. Doi: 10.1016/j.carrev.2025.12.006. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding durability of balloon-expandable and self-expandable transcatheter aortic valves in patients with a large aortic annulus. The study population included 1054 patients (829 balloon-expandable valves and 225 self-expandable valves). Multiple manufacturers¿ devices were implanted in the study population; all of the self-expandable valves were represented by medtronic devices which included evolut r and evolut pro bioprosthetic valves. A total of 478 patients died from any cause, with a cumulative mortality rate of 63.5 %, whereas cumulative incidences of bioprosthetic valve failure(bvf) and bvf-related death were 4.6 % and 2.0 %, respectively. Additionally, deaths caused by prosthetic valve endocarditis were accounted for as bvf. Among all patients, non-death clinical observations included: structural valve deterioration, endocarditis, stroke, coronary obstruction, major bleeding or vascular complication, arrhythmia requiring permanent pacemaker implant, severe patient-prosthesis mismatch, mean transvalvular gradients > 20 mmhg, moderate to severe paravalvular leak, and reintervention. No further information was provided pertaining to medtronic products.